Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting but the problem was not corrected. A new main pcb and turbine will be ordered.

Event description:
The customer reported that the unit was alarming vent inop and motor fault. At this time, there is no information regarding patient involvement associated with the reported event.